Manufacturer narrative:
The reported event could be confirmed. The device inspection revealed the following: visual inspection: confirms a broken forcep tip on reduction clamp. Additional inspection reveals a rough surface on breakage surface indicating an instant fracture. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing, or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by exposure of forcep tip to excessive force due to mishandling of the instrument. If any further information is provided, the complaint report will be updated.

Event description:
Both point to point forceps on the variax 2 foot and ankle tray broke. The broken pieces were removed and an x-ray confirmed they were no longer present in the patient. The surgeon was aware and continued the case using a hospital alternative. Procedure was completed successfully with no adverse consequences or surgical delay reported.

Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
Both point to point forceps on the variax 2 foot and ankle tray broke. The broken pieces were removed and an x-ray confirmed they were no longer present in the patient. The surgeon was aware and continued the case using a hospital alternative. Procedure was completed successfully with no adverse consequences or surgical delay reported.